Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-01158 / 01160).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Patient's legal counsel further indicated that a cystic mass, turbid fluid and slight bone ingrowth to acetabulum was allegedly noted during the revision procedure. A review of invoice history confirmed the surgery dates and that the modular head, acetabular cup and taper adapter were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports patient was revised due to pain, swelling, and synovial cyst. Revision op report notes the presence of fluctuant cystic mass over the lateral hip with turbid fluid, cystic fluid collection with a synovial lining, fibrosis, and osteophytes anteriorly causing impingement at the neck. In addition, op report notes no residual posterior capsule was present.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012, due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Patient's legal counsel further indicated that a cystic mass, turbid fluid and slight bone ingrowth to acetabulum was allegedly noted during the revision procedure. A review of invoice history confirmed the surgery dates and that the modular head, acetabular cup and taper adapter were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.